Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, while advancing the ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil became stuck inside the lantern; therefore, the lantern containing the ruby coil was removed. It was reported that the ruby coil was removed intact but found to be "mangled." The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.